Event description:
The pt pulled out his foley catheter. Upon inspection it was determined that the balloon had broken. The pt was taken to the operating room for a cystoscopic exam to insure that there were no balloon fragments were found. The pt required overnight hospitalization for observation. The pt was discharged the following day without any problems related to the event.